Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 19 august 2025 a 6f amplatzer torqvue delivery system was selected for a procedure. During the procedure while attempting to insert the delivery system into the easter access point the delivery system was stuck and could not be advanced. The release mechanism was able to be inserted, however the sheath could not. Several attempts were made to insert the delivery sheath but were unsuccessful. While changing the delivery sheath, contrast angiography was performed on the access site revealing a dissection of the right femoral vein. The procedure was aborted in order to treat the vein dissection. The dissection was compressed until the dispersion of flow in the angiogram was no longer observed. The patient status was stable. The user believed the delivery system caused the dissection.

Manufacturer narrative:
An event of delivery system was stuck near access point during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the delivery system was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 6f amplatzer torqvue delivery system was selected for a procedure to treat a patent ductus arteriosus (pda). During the procedure while attempting to insert the delivery system into the access point the delivery system was stuck and could not be advanced. The release mechanism was able to be inserted, however the sheath could not. Several attempts were made to insert the delivery sheath but were unsuccessful. While changing the delivery sheath, contrast angiography was performed on the access site revealing a dissection of the right femoral vein. The procedure was aborted in order to treat the vein dissection. The dissection was inflated with a balloon until the dispersion of flow in the angiogram was no longer observed. The patient status was stable. The user believed the delivery system caused the dissection.